Event description:
A surgeon reported that the irrigation and aspiration connector of the cassette at the handpiece end was loose during a cataract with intraocular lens implant procedure. The staff could not make it tight event after repeated attempts. Several times during surgery they disconnected. The case was able to be completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).